Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device is not sensing atrial flutter. The device was reprogrammed and is still reportedly not sensing. Patient will follow-up with the physician. No further complications have been reported as a result of this event.